Event description:
It was reported that the field representative called for review of a stored treated event for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services reviewed and there was t wave oversensing and a change in morphology that resulted in the patient receiving one inappropriate shock which successfully converted the arrythmia. It was noted that the patient was sleeping at the time of the event. Ts provided troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported.